Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to a non specific product performance issue. The device was explanted due to normal battery depletion and a new device and ra lead were implanted at the same surgery. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.